Event description:
The hcp reported that the patient heard what sounded like a critical alarm. The patient was not due for a refill. The patient did not have an increase in pain but did have some diarrhea and vomiting that the patient reported having once every few months. The patient also reported feeling jittery, nervous and sweaty since starting to hear the alarm. It was further reported that the pump was stalling and then recovering; over 10 times in 3 days. A pump replacement was planned. The pump was put in min rate mode and the patient was managed by oral medication. The pump was replaced (B)(6) 2012. There was no injury and the patient recovered without sequela.

Manufacturer narrative:
8731sc serial# (B)(4), implanted: 2011 (B)(6), explanted: unknown. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Final analysis of the pump found multiple motor stalls and recoveries in the logs. During destructive analysis, the technician found bridging across the insulation of the m2 feed-thru. This may be the cause of the motor stalls.